Manufacturer narrative:
At this time, vyaire medical has not received the suspect main printed circuit board for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an intermittent "low pip, low ve, high rate and transducer fault (xdcr)" display alarm, while in use on this ventilator device. The customer stated no known information regarding patient harm or injury associated with this event. This device was evaluated by the customer who determined the likely failure was associated with a sub-component within the main printed circuit board.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed and the reported complaint was unable to be duplicated or confirmed due to physical damage to ic u410, resistors r406 and r405. No further investigation will be performed. The root cause was undetermined.